Manufacturer narrative:
No prod returned for eval. Should new relevant info become available, a f/u supplemental report will be submitted.

Event description:
Rec'd info regarding multiple cartridge alarms (cartridge alarm 19) during basal delivery. Reportedly, the customer's blood glucose level was 310 mg/dl. The customer was able to reload the cartridge successfully and resume insulin delivery.